Manufacturer narrative:
(B)(4). The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time revel insulin infusion pump, which is marketed in the u.s. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 2.3 mmol/l. The caller stated that the customer was pregnant, and after the button error alarm occurred, she consumed something to bring the blood glucose reading up. The blood glucose reading rose to 3.9 mmol/l. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and that the customer seek medical assistance if necessary. Nothing further reported.